Event description:
It was reported during in clinic follow up that the right ventricular lead displayed varying defibrillation impedance, exhibiting both abnormally high and abnormally low out-of-range values. The product will continue to be monitored. There were no patient consequences.